Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Log files recorded blower temperature at 72.2 degrees celsius. It went up to 84.8 degrees celsius after 46 seconds and up to 139. 3 degrees celsius after 25 minutes. The "blower failure" alarm was triggered after 9 seconds. Temperature alarms were only triggered twice. Technical support indicated the blower failure is due to the blocked temperature.

Event description:
The customer reported "blower failure" alarm while using the bellavista 1000 on a patient. The patient was removed from the ventilator. However, no harm or injury caused by the event.